Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 at 6:30 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient claimed this was a new, out-of-the-box, meter. During the time period, she was unable to test her blood glucose levels, the patient continued to take her usual doses of insulin and oral diabetes medications. On (B) (6), 2010, the patient experienced the symptoms of shaking (trembling). She did not seek any medical attention or treatment. Troubleshooting revealed the meter's battery did not need to be replaced as this was a new meter, and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.